Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Lead fracture was reported. Lead to be explanted and replaced.

Event description:
New information stated that the lead was capped and replaced.